Event description:
It was reported that bd maxplus needless connector was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the four-way quad fuse cracked at connection to IV line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Five maxplus connectors were submitted by the customer for evaluation. Visual inspection on the maxplus connectors was conducted with no indication of damage or abnormalities. The maxplus connectors were connected to a corresponding sample luer connector, and tested by pushing water through the connection. There were no issues of leakage, air-in-line or occlusion identified. The maxplus connectors were attached to a quad-fuse tubing adapter. Inspection of that tubing adapter indicated that the male luer securement collar of that adapter was broken off of that adapter. The quad-fuse tubing adapter was determined to not be a bd product that therefore it will not be investigated in this product investigation. The customer complaint of component damage for the maxplus connectors was not confirmed. A root cause investigation was not conducted due to the reported issue of component damage on the maxplus connectors not being confirmed. A device history record review for model mp1000-c, with multiple possible lot numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.